Event description:
The following was provided by the pt's attorney: on (B)(6) 2009, pt underwent hernia repair surgery with implant of a composix kugel hernia mesh. On (B)(6) 2010, pt underwent excision of the composix kugel hernia mesh. Attorney alleges defective mesh, abdominal pain, delayed wound healing, add'l medical and surgical treatment, infection, permanent injury, explant.

Manufacturer narrative:
We have contacted the initial reporter to request add'l info. This MDR includes all pt, event and device info davol has received to date. Currently, it is unk whether the device may have caused or contributed to the reported event. The pt's attorney did not allege a specific device failure or pt injury and medical records have not been provided. Without a lot number a review of the mfg records could not be conducted. Additionally, no product was returned for eval. With the currently available info, no conclusion can be drawn. If add'l event and/or eval info is obtained, a f/u MDR will be submitted.